Event description:
Caller reported that insulin gauge displayed an amount different than expected earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by loading a new cartridge and was advised by technical support to call back for troubleshooting if the problem recurs.